Event description:
A discordant high creatinine result was generated by the dimension vista 1500 system. A new sample was obtained and tested and a retest of the initial sample was performed. The results obtained were within expectations and reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data and information provided, the tsc determined that user error caused the event. The user centrifuged the sample using a stat spin method which is not in line with the tube manufacturers' recommendations. The instrument is performing within specifications. No further evaluation of the device is required.